Event description:
It was reported that the patient had an infection and sepsis. The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead (B)(6); 6947 implantable tachy lead (B)(4). (B)(4).